Manufacturer narrative:
A1: patient identifier: requested, not provided due to local data protection rules. A2: age & date of birth: requested, not provided due to local data protection rules. A3: patient sex: requested, not provided due to local data protection rules. A4: weight: requested, not provided due to local data protection rules. A5: ethnicity: requested, not provided due to local data protection rules. A6: race: requested, not provided due to local data protection rules. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: radiographer. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported the upon deployment of the angio-seal device, there was no tension or taper thread on the device. It was unsure if the collagen plug was deployed. There was no harm to the patient.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5, correct sections b1, b2, h1, and add to section h6: health effect - impact code.

Event description:
Additional information was received on 14 feb 2024: hemostasis was achieved by manual compression. The procedure performed was a neuro embolization. A 6 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was no blood loss. The patient was in stable condition. No equipment or other devices were used with the involved angio-seal. No testing was done to confirm if the collagen placement was successful. It was unsure if the collagen plug was deployed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the guidewire, locator, hemostasis sheath and carrier tube. The device was visually inspected and found to be in used condition with visible signs of blood. The sheath and carrier tube were returned fully mated and in rear lock position with the anchor visible at the tip of the sheath. Functional testing was performed by resetting and redeploying the returned device. The device was reset to forward lock position and then set to full rear lock position. The anchor deployed and posted on the tip of sheath. Deployment was tested by manually pulling on the anchor. All internal components were able to deploy properly. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).